Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had a loop leak fault. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g2, h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and fault code records at the hospital confirms the fault reported by the customer. It was recommended that the customer replace the spare part. The customer declined repair at this time. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.